Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited high pacing threshold measurements and loss of capture. The implantable cardioverter defibrillator (ICD) this lead is implanted with is being explanted due to normal elective replacement indicator (eri). The patient implanted with this lead also has a pacemaker system implanted on the right side. It was asked whether a the rate/sense lead currently implanted with the pacemaker could be tunneled over and used with the newly implanted device.